Manufacturer narrative:
T:slim user guide indicates, "the cartridge is contraindicated for use with products other than humalog and novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (over 300 mg/dl), and small ketones. Reportedly, customer was using u-500 insulin. Customer stated they will be switching back to u-100 insulin. Customer delivered a correction bolus to stabilize blood glucose levels.